Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave bd error code. A request was made to have data from this device analyzed. Data was not available for analysis. The device has been explanted and a new device has been implanted. No adverse patient effects were reported.